Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "the surgeon is to be familiar with the equipment, instruments and surgical procedure prior to performing surgery."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of device history records show that lot released with no recorded anomaly or deviation. During the evaluation, it was noted the root cause of the event was most likely due to misuse, by product being put through excessive force or torsional/bending overload, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure.

Event description:
It was reported that patient underwent an acl procedure that utilized a flexible reamer on (B)(6) 2014. During the procedure, the flex reamer broke while the femoral tunnel was being drilled. It was further reported that the battery on the drill was dying which could have had an effect.